Manufacturer narrative:
The complaint allegation is confirmed based on the image received from the field. The photos submitted for evaluation depict the distal tip of the device broken off. Consequently, arthrex was able to conclude a most likely cause as the device wasn't returned for evaluation. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that the surgeon used standard technique to use an ar-1588au-cp2 autograft graftlink implant system the entire way through the use of the flipcutter 3. Upon reaming about 1cm or so, the tip sheered off. The broken piece was retrieved from the patient. The case was completed. This was discovered during an acl/pcl reconstruction procedure on (B)(6) 2025. Additional information was received on 01/21/2025: the case was completed using a flipcutter. There was a five-minute delay in the case, with five minutes of added anesthesia administered to the patient. There were no adverse effects on the patient.